Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that an unexpected reset occurred. The customer experienced an elevated blood glucose (bg) level of "high" mg/dl. Customer administered a correction bolus. Customer reverted to an alternate method of insulin therapy.